Event description:
Increased white blood cell count [white blood cell count increased]. Increased platelet count [platelet count increased]. Abdominal pain [abdominal pain]. Fever (pyrexia]. Case description: spontaneous report received on 31-dec-2008 from a physician, via a distributor representative, regarding a female patient, initials and age unknown. The patient had an uneventful cesarean section a week earlier, during which 1 sheet of seprafilm was used from lot 08np271. The patient developed fever and abdominal pain on the second postoperative day. An increased white blood cell count of 10,000/ul and platelet count of 300x10^3/ul were also identified. There was no significant abdominal ultrasound finding noted. With further antibiotic therapy, the patient had an uneventful recovery and was discharged five days later. The physician also noted that the clinical picture of this case developed fever quicker and lasted for longer compared to infectious cases in his experience. The physician has not ruled out the possibility of immunocompromised or modified immune status regarding pregnancy. The physician assessed the events as possibly related to the seprafilm. As of the date of receipt of this report, the patient's outcome was reported as not yet recovered.